Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by an affiliate, during a coil embolization of an arteriovenous fistula (davf), the physician delivered a galaxy g3 5mm x 15cm coil (gly120515, l13767) to the target lesion and attempted to detach the coil, but it could not be detached by pressing the button of an enpower control cable (ecb00018200, l15086). The button of control cable was pressed again, but the issue continued. Therefore, the cable was replaced with another cable, but the issue continued. After that, the galaxy g3 coil was replaced with another coil and the procedure was completed without any problems. Additional information received indicated that pre-deployment electrical testing was performed. There was no damage noted to the cables prior to use. All connections appear to fit properly without application of excessive force. No additional information is available. A non-sterile unit galaxy g3 xsft 4mm x 8cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found kinked at 126.5cm and 132cm from the proximal end. The introducer was inspected, and it was found unzipped and with no damages on it. The re-sheating tool was inspected and it was found in good conditions. Also, the marker band was found at 50cm from hub, and it was found within specification. The v-notch was inspected under microscope and it was found in normal good condition. The rh was inspected under microscope and it was found in good conditions outside of the introducer. The rh was found no heated. The embolic coil was inspected, and it was found tangled with the device also it was found stretched. The resistance of the device was measured with multimeter. The resistance was 50.3 ¿, which is within the specification range. The device galaxy g3 xsft 4mm x 8cm was connected to detachment control box (dcb) with an enpower cable received and the power was turned on. The system fault light was not illuminating. A manufacturing record evaluation was performed for the finished device l13767 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - failure to detach¿ was confirmed since the device was returned with an embolic coil. The detach process could not be performed due the system light was not illuminating. However, the condition (kinked) observed on the dpu may have contributed to the failure and appear to have been caused by excessive force being applied to the device however none of those can be conclusively determined. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Pre-shipment pictures have been received. A failure to detach a coil was reported. The pre-shipment pictures were reviewed and there was no evidence that the device was heated. However, the failure reported cannot be confirmed without the actual test of the device. During the reviewal it was noticed that the embolic coil was tangled on the device as well as unraveled. This condition was not initially reported, and it may be related to shipping handling conditions. The red substance noticed may be related to the procedure since it is stated that the device was used in the patient. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by an affiliate, during a coil embolization of an arteriovenous fistula (davf), the physician delivered a galaxy g3 5mm x 15cm coil (gly120515, l13767) to the target lesion and attempted to detach the coil, but it could not be detached by pressing the button of an enpower control cable (ecb00018200, l15086). The button of control cable was pressed again, but the issue continued. Therefore, the cable was replaced with another cable, but the issue continued. After that, the galaxy g3 coil was replaced with another coil and the procedure was completed without any problems. Additional information received indicated that pre-deployment electrical testing was performed. There was no damage noted to the cables prior to use. All connections appear to fit properly without application of excessive force. No additional information is available.